Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Device return status/ follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m. Events reported via: 2210968-2021-07598.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the needle came loose from the suture. There were no patient consequences reported. No additional information was provided.